Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 485 mg/dl. The customer had symptoms such as feeling numb and treated with 4.5 unit active insulin. Troubleshooting was performed. The customer reported one air bubble in the middle of his tube. The customer will continue to troubleshoot. The product was not returned for analysis.